Manufacturer narrative:
Nguyen v, leach mc, cerrato c, nguyen mv, bechis sk. Retreatment for lower urinary tract symptoms after water vapor thermal therapy. Urology. 2024 aug;190:83-87. Doi: 10.1016/j.urology.2024.04.022. Epub 2024 apr 25. Pmid: 38677371. Exact date of event is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with usage of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific via an article published in the journal of urology that a retrospective study was conducted to identify predictors of retreatment for symptomatic recurrence among men who undergo water vapor thermal therapy (wvtt) at a single institution between august 2017 and february 2022. Data from 192 patients was collected. 10 patients underwent retreatment within two (2) years for persistent or recurrent low urinary tract symptoms. Retreatment modalities included: photo vaporization of the prostate, transurethral resection of the prostate, and retreatment with water vapor thermal therapy. Medical treatment (alpha-blocker or 5-alpha reductase inhibitor) among the retreatment cohort was also assessed. 6 patients of the cohort were on at least one medication prior to initial wvtt, 6 patients restarted medical therapy after failed initial wvtt, and 4 patients remained on medical therapy after surgical re-treatment. Complications after the rezum therapy included: urinary retention requiring catheter placement, urinary tract infection, irritative symptoms some requiring additional therapy, emergency stop visit within thirty (30) days post therapy and readmission within 30 days.